Event description:
Upon initial power up of the pump control box, the pads inflated but failed to oscillate. This was suspected of causing pressure point sores on the pt.

Manufacturer narrative:
Unk errors found by customer, item due to be returned for eval. Also, customer is requesting add'l features and benefits that the device does not offer (e.g pressure gages and an audible alarm if pads are not oscillating). We are going to investigate the returned device for further eval. Evaluation from production units (quality control) identify production units meet engineering requirements before release.